Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.1 failed to open due to faulty rail. The field service engineer replaced the defective drawer to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the drawer 5.1 was failed to close. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.